Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a test failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 05/30/2024. The patient had a hypoglycemic event and said he was out of it so he could not clearly remember the details of the event. Of note, the night prior to the report, the g7 sensor kept going low the night prior to the report, and readings were off, and then it failed in the early morning. The reading and bg at that time were not documented. At 8 am in the morning of (B)(6) 2024, the sensor was changed by the son due to failure. At the time of the report, the reading was 139 mg/dl while the bg was 221 mg/dl. There was no documentation of treatment for hyperglycemia. At an unspecified moment beforehand, the unspecified reading was low, and they are trying to bring the sugar up with glucagon for 2-4 hours before calling an ambulance. The patient did not feel any symptoms during that time but has baseline blurry vision. An ambulance was called around 10 am and he was brought to the hospital. The behavior of the display device during that time was not provided. It was not documented what treatment was provided for the patient, but he was discharged to go home around 6 pm. At the time of the report the patient stated he was still having issues with the readings even though it was already calibrated. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid prior to the patient going to the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced hypoglycemia. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.